Event description:
The pt called in because she received an e6 (mechanical error) message on her insulin infusion device. While troubleshooting, the patient mentioned that a couple of days ago she spilled a whole cartridge of insulin into the cartridge compartment of her device. She stated this happened when she was trying to adjust her filled cartridge and the cartridge became stuck on the piston rod. She said, she cleaned the compartment out. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.